Event description:
It is reported that the physician was attempting to treat a lesion in the proximal circumflex, with some calcification and instent restenosis. During treatment with the first resolute integrity drug eluting stent it is reported that the stent burred. During treatment with a second resolute integrity drug eluting stent it is reported that the stent came off of the balloon in the left main artery while advancing. The stent was snared and the patient had no lasting adverse effects. Please note that this device is not approved in the us but is similar to approved product resolute integrity.

Event description:
Correction: the two stents used during the procedure were endeavor resolute drug eluting stents. They were incorrectly described as resolute integrity drug eluting stents in the initial mdrs.

Manufacturer narrative:
Results: stent dislodgement. Lesion morphology. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: stent dislodgement. Lesion morphology. Device or procedural images not provided for review. (B)(4).